Event description:
During a transfemoral tavr procedure, post deployment of the sapien xt valve, angiogram revealed moderate to severe aortic insufficiency (ai) and a small annular perforation. Initially, a bav was performed with a 20x4 ew balloon under rvp. The annular area was measured at 680-700mm², with a mean of 29.7mm. There was moderate annular calcification and severe leaflet calcification. Due to the valve area residing at the high end for a 29mm valve, 10% extra volume was added to the deployment balloon for a total of 36ml. The valve was aligned and positioned in the annulus. The plan was to place the valve in a 60:40 or 70:30 aortic position due to the size of the lvot. The valve was deployed under rapid ventricular pacing (rvp) landing in a 50:50 position. Angiogram revealed moderate to severe ai. One additional ml was added and post dilatation was performed. The patient¿s blood pressure (bp) dropped from 65mmhg to the 40¿s. CPR was started and vasopressors were given. The 20fr sheath was removed, and cardiopulmonary bypass (cpb) was initiated. The patient developed ventricular fibrillation and was defibrillated multiple times (10+ times). The patient converted back to sinus rhythm, pacing at 70 bpm. Cpb lasted for approximately 20-30 minutes to rest the left ventricle. Upon assessing valve function and performance. A small perforation was observed at the annular level at the base of the left coronary cusp. The perforation was contained but it was decided to place a second valve slightly more aortic in an attempt to further contain and seal the perforation and reduce the ai. The goal was to place the second valve 1 full cell above the first valve; however, the valve landed slightly more aortic than planned, approximately 80:20 to the top of the first valve. A repeat angiogram revealed a total of 1-2+ ai. The annular perforation remained unchanged. Cpb was weaned slowly. The patient¿s heart rate and bp were stable post procedure. The left ventricle recovered. The patient remained intubated, and was transferred to pacu/ICU. A total of 2 units of blood were given during the procedure for a drop in hemoglobin due to the cpb. Three hours post procedure the patient was still very sick but slightly more stable. Post procedure the valve was functioning well; however the patient developed brain anoxia and expired 18 days later. Note: this MDR pertains to the first deployed sapien xt valve.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, valve regurgitation (paravalvular leak/central leak) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Additionally there are factors that can contributed to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, factors that could have contributed to both the aortic regurgitation and annular rupture include patient factors (moderate annular/severe leaflet calcification) and procedural factors (overexpanded valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional clinical review of the reported event clarified that the regurgitation previously reported in this MDR as central and pvl was actually noted as ¿moderate-severe ai¿. Tee was not able to definitively identify the regurgitation as cai and/or pvl. Additionally, it was reported that the valve was positioned in the annulus in a 60:40 or 70:30 aortic position as planned due to the size of the lvot, but landed in a 50:50 position, lower than intended. A corrected supplemental report is being submitted to update this information. The native annular diameter had an area of 693mm² by CT. There was moderate annular calcification and severe leaflet calcification. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good, ventilation was held and there was no loss of pacing capture during valve deployment. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In this case, the cause of the valve movement cannot be confirmed; however the severe leaflet calcification could have been a contributing factor.